Manufacturer narrative:
(B)(4).

Event description:
Information was received from the patient and health care provider (hcp) via the manufacturing representative, regarding a (B)(6) year old female patient receiving intrathecal morphine (concentration and dose asked; unknown) via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that the patient felt like they had not had therapeutic benefit from the pump since implant ((B)(6) 2015). A dye study was conducted and the catheter could not be aspirated. A catheter revision was being scheduled. The issue was not resolved at the time of this report. The additional information regarding the explant, if the device would be returned, and if the issue was resolved remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative reported that the catheter was revised on (B)(6) 2016. Prior to the revision a CT scan was performed, where it appeared the catheter was in place. During the replacement procedure, they attempted to aspirate the catheter using the 8540 catheter access port kit, but were unable to aspirate more than a few drops of fluid. The surgeon disconnected the pump connector and again was unable to aspirate the catheter. The spinal segment was anchored down. It was reported that one section of catheter that looked like a potential kink. They cut the catheter there, and cut out several centimeters of catheter. There was good csf flow when he cut the catheter. Due to difficulty with the catheter connectors during the procedure, the only option was to use a new 8780 catheter. The surgeon then tunneled and connected the pumpand spinal segment successfully together, and was able to withdraw 1 cc of cerebrospinal fluid (csf) from the catheter before he closed. If additional information is received this report will be updated.